Event description:
Complainant alleged that the medics were attending a call for a pt (age unk) with a history of heart and asthma problems. When the device was powered up, it would only power on in manual mode. In addition, the screen displayed a "no shock advised message and then displayed a flat line. The medics were unable to put the device in AED mode or to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.